Event description:
The site reported the following: there is foreign material (like blue plastic) in the syringe.

Manufacturer narrative:
Bayer r & I product analysis received and examined the returned syringe and identified the presence of a blue colored plastic particle in the fluid path. The particle was detected in the neck of the syringe and measured approximately 5.00 mm x 1.00mm in width. Material extensions on the particle were observed that could break off into the fluid path. Comparison of the material extensions with the inside diameter of the range of catheters used for radiology injection concluded that, due to possible fragmentation, the potential of injection into the pt exists. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.